Manufacturer narrative:
Lot number, UDI, and manufacture date were unknown on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial biopsy procedure, after tightening the precision aiming device (pad) there was still movement. The site had to get pliers to tighten the pad enough so that there was no movement. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site had been contacted to investigate the cause of the issue but the site did not have the requested information. It was noted that the instrument room manager had ordered a new part, and returned the broken part.